Event description:
Patient reported right side "recalled textured implants" and "unexplainable internal itching". Patient representative reported patient experienced "ptsd, evaluation for alcl, implant removal due to fear of developing alcl, mental anguish and fear of developing alcl", "infection, heat sensation", and "rashes". The following non-device related events were also reported: "chronic headaches", and "personal injuries and related damages, scarring and disfigurement, significant weight gain, symptoms consistent with alcl, and other injuries and damages". The device was explanted.

Manufacturer narrative:
A device history record is not available due to insufficient device data. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Additionally, follow-up is not possible for legal cases. The reason for reoperation is: "recalled textured implants" and "unexplainable internal itching".